Event description:
It was reported the customer broke his belt clip. At the time of reporting, his blood glucose level was 460mg/dl, which he was treating with his insulin pump. He was informed that the belt clip would be replaced as a courtesy. No equipment was returned. No additional information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.